Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00129 on 30-may-2023. Additional information (06-jun-2023): siemens evaluated the event and concluded that a combination of factors related to sample mix and sample aspiration by the sample syringe, which were addressed by the service actions described in the initial report, potentially contributed to the falsely depressed albumin result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed albumin (alb) result was obtained on a patient sample on a dimension exl instrument. The quality control was acceptable on the day of the event. On (B)(6) 2023, the customer replaced the sample probe and reagent 1 (r1) probe. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse replaced the tubing, small sample line syringe, and syringe plunger on reagent 1 (r1) and reagent 2 (r2). The cse changed the ultrasonic on line r1. Next, the cse performed control and mechanical adjustment on the sample, r1 and r2 passage, which recovered acceptably. The customer validated the passage of controls. The cause of the erroneous alb is unknown. The instrument is performing according to the specification. No further evaluation is needed.

Event description:
A falsely depressed albumin (alb) result was obtained on a patient sample on a dimension exl instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument. The repeat result recovered higher than the erroneous result and matched the patient's previous history. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed alb result.